Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and box b should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path and has caused pulmonary hypertension, asthma, pulmonary edema and upper respiratory infections . The patient did report to receive medical intervention and was hospitalized twice and saw a physician several times. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box b was updated, box h was updated with the "'type of reported complaint" and patient outcome grid and health impact grid new bad was entered in the general information tab.

Manufacturer narrative:
Box b: adverse event or product problem: adverse event/product problem, box h: device manufacturers: type of reported complaint, health impact grid has been updated in this follow-up.